Event description:
As reported, approximately nine years post initial left side tka, this female patient underwent revision of the insert due to persistent stiffness. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section h10: (h3) upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result stiffness, pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated knee. The most likely cause of the reported event is patient¿s conditions.